Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He replaced the stirrer motor, the patient pump 2 and the distribution board to solve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Through follow-up communication livanova learned that the pumps were not mechanically blocked thus, the most likely root cause of the reported errors is associated to a defective motor electronics which led also to damages on the distribution board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report stating that the heater-cooler system 3t device displayed two error messages on the patient side associated to a stirrer motor and patient pump malfunction. The issue occurred after the disinfection procedure. There was no patient involvement.